Event description:
The user facility reported that upon completion of the procedure; 6 7fr sheath trans radial approach, the 180cm runthrough was being removed from the diagonal artery. The cardiology notified attending of difficulty manipulating the wire. The attending took control of manipulation of the wire and attempted to remove the wire from coronary artery and out of the body. Upon pulling the wire it was noticed the tip of the wire did not come with the rest of the wire and remained in the coronary artery. It was suggested to do snare and ended the case. Immediate monitoring of the patient's condition including vitals, chest pain and EKG, no changes were noticed in patients' conditions when compared to vitals prior to incident. The patient's condition was stable, and the procedure outcome was fine. There was no patient injury, medical/surgical intervention required. Additional information was received on 04jun2021. The type of procedure being performed was a left heart catheterization with percutaneous coronary intervention. The tip was not removed from the patient.